Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during an insertion of an airway stent into the right main bronchus performed on (B)(6) 2012. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent. The stent deployed halfway, became stuck and would not release further. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. **additional information received since (B)(6) 2012** the indication for the stent placement was treatment for a malignant stricture. The lesion was 1.5cm in length. The patient was not noted to have tortuous anatomy and the lesion was not dilated prior to stent placement. No visible issues were noted with the device and the deployment suture did not appear to be caught or tangled.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during an insertion of an airway stent into the right main bronchus performed on (B)(6) 2012. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent. The stent deployed halfway, became stuck and would not release further. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. **additional information received since (B)(6) 2012** the indication for the stent placement was treatment for a malignant stricture. The lesion was 1.5cm in length. The patient was not noted to have tortuous anatomy and the lesion was not dilated prior to stent placement. No visible issues were noted with the device and the deployment suture did not appear to be caught or tangled.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during an insertion of an airway stent into the right main bronchus performed on (B)(6) 2012. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent. The stent deployed halfway, became stuck and would not release further. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. **additional information received since (B)(6) 2012** the indication for the stent placement was treatment for a malignant stricture. The lesion was 1.5cm in length. The patient was not noted to have tortuous anatomy and the lesion was not dilated prior to stent placement. No visible issues were noted with the device and the deployment suture did not appear to be caught or tangled.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during an insertion of an airway stent into the right main bronchus performed on (B)(6) 2012. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent. The stent deployed halfway, became stuck and would not release further. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Additional information received since (B)(6) 2012.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Age at time of event: although the exact patient age was not provided, the patient was reported to be over 18 years of age.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and had been returned. No issues were noted with the deployed stent. It was noted that the shaft was broken at 235mm proximal to the distal tip. In addition, the shaft was kinked at 85mm proximal to the distal tip. The deployment suture thread was broken at approximately 36 mm from its point of release. A microscopic examination of the shaft and thread noted that the shaft was broken clean and the thread did not appear frayed at the point of break. This indicates that these were cut using an instrument. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.